Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 61 followed by a factory reset and then alert 57 after a restart, and the device was deemed not functioning properly and replaced; the user began backup subcutaneous insulin therapy with a pen and continued cgm use, and blood glucose was reported up to 170 mg/dl without impact on blood glucose control, hospitalization, or professional medical intervention. Symptoms included no reported adverse health effects. Outcomes included interruption of insulin delivery that required initiation of backup therapy and replacement of the device. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.